Event description:
Additional information was received that the event was resolved by reprogramming the device.

Event description:
During an in-clinic follow-up, noise that resulted in over-sensing and automatic mode switch (ams) were detected on the right atrial (ra) lead. The suspected cause of the event is due to lead damage, although not confirmed. The patient is stable and will continue to be monitored.